Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: mw5182969: a customer reported: "after using this product, my mom's bed sore became infected and significantly worse. We had to enlist the help of a rn to come to the house and seek treatment by a specialty md. After discontinuing uses and seeking additional treatment the wound got better and is currently still healing."

Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 3005920706-2026-00001. Consequently, no investigation results will be submitted for this MDR, as all information was previously submitted under mfg report number 3005920706-2026-00001.

Event description:
N/a.